Event description:
It was reported that when the latch is closed a constant cassette error triggers until the latch is opened or pump is turned off. Unknown patient involvement

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected, a1: patient name; none. A2-6: patient information: na, b6 and b7. H6: health effect - impact code; no patient involvement. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during testing. It was found that the latch lock and flex sensor circuit was not detecting cassette properly. Both latch lock and flex sensor circuit was replaced.